Event description:
This report now summarizes 10 malfunction events(s), instead of 9.

Manufacturer narrative:
An additional event was identified and therefore added to this summary report.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 9 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 9 malfunction events(s), where it was reported the devices experienced accessible ac current. No adverse consequence or clinically relevant delay in treatment was reported.